Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 12.7 mmol/l and 33 mmol/l. The customer was treated with injections and insulin pump. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. Troubleshooting was performed. The customer performed high pressure test and it passed. They customer reported other event like they feel there mouth was dry. The device will not be returned for analysis.